Event description:
It was reported that the date and time values are lost every time the programmer is switched off and unplugged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the date and time values are lost every time the programmer is switched off and unplugged.